Manufacturer narrative:
Device related data quality updates only. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check, pressure transducer test - monitoring the ventilator was investigated onsite by our field service engineer (fse) and could reproduce the reported issue on site. The expiratory pressure transducer printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. All can be confirmed in the provided logs. The pcb was sent for further investigation. Numerous pucs and over 72 hours of ventilation with a test lung in our ventilation laboratory were performed. The reported issue couldn't be reproduced. The root cause for the reported issue could not be determined. The pressure, conveyed via the pressure tube connected to this block, is led to and measured by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure.

Event description:
Manufacturers reference ID: (B)(4).